Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included appendectomy, cholecystectomy, chronic cervicitis, endometrial hyperplasia, paratubal cyst, uterine prolapse, dyspareunia, uterine prolapse, drug hypersensitivity and asthma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), total vaginal hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, abdominal pain, heavy menstrual bleeding, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, heavy menstrual bleeding, hypersensitivity and pelvic pain to be related to essure. The reporter commented: as per medical record discrepancy noted insertion date- (B)(6) 2013 as per medical record discrepancy noted removal date-(B)(6) 2016. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included appendectomy, cholecystectomy, chronic cervicitis, endometrial hyperplasia, paratubal cyst, uterine prolapse, dyspareunia, uterine prolapse, drug hypersensitivity and asthma. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), total vaginal hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, hypersensitivity, abdominal pain, heavy menstrual bleeding, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, heavy menstrual bleeding, hypersensitivity and pelvic pain to be related to essure. The reporter commented: as per medical record discrepancy noted insertion date- (B)(6)2013 as per medical record discrepancy noted removal date-(B)(6)2016. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample most recent follow-up information incorporated above includes: on (B)(6)2021: medical record received: reporter information, medical history and rcc added. Patient date of birth updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, abdominal pain, menorrhagia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, hypersensitivity, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, hypersensitivity, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, the patient did not undergo confirmatory test were added. Patient information were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.